Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain\ right lower abdomen pain") in a (B)(6) year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism and abdominal pain lower. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included overweight, uterine bleeding, motion sickness, genital bleeding, burning sensation, urgency urination, urinary frequency, dysfunctional uterine bleeding, lightheadedness, metrorrhagia, dysuria, weakness, suprapubic pain, cloudy urine, hematuria, physical breast examination, mastodynia, drowsiness, difficulty breathing, sweating, palpitations, pain in arm, joint pain, tenderness, epicondylectomy, neck pain, low bp, abdominal pain, uterine leiomyoma, uterine fibroids, cervical cancer and human papilloma virus infection. Concomitant products included cefalexin (keflex) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection: urinary tract"). In (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced anxiety ("mental anguish \ anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), deformity ("disfigurement") and general physical health deterioration ("degradation"). The patient was treated with cefalexin hydrochloride (cephalexin hcl), ciprofloxacin, estradiol, ferrous gluconate, iron, naproxen, phenazopyridine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, migraine, headache and anaemia had resolved and the vaginal discharge, fatigue, anxiety, weight decreased, anhedonia, emotional distress, deformity and general physical health deterioration outcome was unknown. The reporter considered abdominal pain lower, anaemia, anhedonia, anxiety, deformity, dysmenorrhoea, emotional distress, fatigue, female sexual dysfunction, general physical health deterioration, headache, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: right: 3 coils left: 1coils. She was treated for uti and possible pelvic inflammatory disease (pid) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Haematocrit - on (B)(6) 2013: result: hct auto 36.0. (Normal range: 42-52 men, 37-47 women). Haemoglobin - on (B)(6) 2013: hgb 11.8 (normal range: 14.0-18.0 men, 12.0-16.0 women). Hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Ultrasound pelvis - on (B)(6) 2014: heterogeneous myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uti, vaginal bleeding, female pelvic pain, menorrhagia, fatigue and lower abdominal pain. Most recent follow-up information incorporated above includes: on 22-mar-2019: pfs received: case becomes valid since all the events were specified. New events were added- pain/right lower abdomen pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection: urinary tract, apareunia (inability to have sexual intercourse), migraines, headaches, anemia, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss, anxiety, loss of enjoyment of life, humiliation, degradation and disfigurement. Concomitant drugs & conditions were added. Treatment drugs were added. Lab tests were added. Date of removal was added. Patient's demographic details were added. Lot number was added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain\ right lower abdomen pain") in a 37-year-old female patient who had essure (batch no. A22173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism and abdominal pain lower. Previously administered products included for an unreported indication: depoprovera. Concurrent conditions included overweight, uterine bleeding, motion sickness, genital bleeding, burning sensation, urgency urination, urinary frequency, dysfunctional uterine bleeding, lightheadedness, metrorrhagia, dysuria, weakness, suprapubic pain, cloudy urine, hematuria, physical breast examination, mastodynia, drowsiness, difficulty breathing, sweating, palpitations, pain in arm, joint pain, tenderness, epicondylectomy, neck pain, low bp, abdominal pain, uterine leiomyoma, uterine fibroids, cervical cancer and human papilloma virus infection. Concomitant products included cefalexin (keflex) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection: urinary tract"). In (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced anxiety ("mental anguish \ anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), deformity ("disfigurement") and general physical health deterioration ("degradation"). The patient was treated with cefalexin hydrochloride (cephalexin hcl), ciprofloxacin, estradiol, ferrous gluconate, iron, naproxen, phenazopyridine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, dysmenorrhoea, migraine, headache and anaemia had resolved and the vaginal discharge, fatigue, anxiety, weight decreased, anhedonia, emotional distress, deformity and general physical health deterioration outcome was unknown. The reporter considered abdominal pain lower, anaemia, anhedonia, anxiety, deformity, dysmenorrhoea, emotional distress, fatigue, female sexual dysfunction, general physical health deterioration, headache, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: right: 3 coils, left: 1 coils. She was treated for uti and possible pelvic inflammatory disease (pid). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Haematocrit - on (B)(6) 2013: result: hct auto 36.0. (Normal range: 42-52 men, 37-47 women). Haemoglobin - on (B)(6) 2013: hgb 11.8 (normal range: 14.0-18.0 men, 12.0-16.0 women). Hysterosalpingogram - on (B)(6) 2013: bilateral blocked fallopian tubes consistent with proper essure placement. Ultrasound pelvis - on (B)(6) 2014: heterogeneous myometrium. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uti, vaginal bleeding, female pelvic pain, menorrhagia, fatigue and lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.